Event description:
It was reported to boston scientific corporation on (B)(6) 2011, that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2011. According to the complaint, during the procedure, the balloon had difficulty advancing through a non-bsc cap, never being able to pass the balloon through the scope. When the balloon was examined, the balloon material seemed different and stiffer than normal. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight is unknown. Reported event of balloon material "stiff" and different. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011, that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2011. According to the complaint, during the procedure, the balloon had difficulty advancing through a non-bsc cap, never being able to pass the balloon through the scope. When the balloon was examined, the balloon material seemed different and stiffer than normal. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual examination of the complaint device found no issues with the catheter portion of the device as well as the balloon. Functional test found no issue when inserting the device through the scope. The reported defect of the catheter being "too stiff" was not confirmed. The difficulty advancing experienced likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.